Event description:
During a coronary stenting procedure to the lad, the proximal stents struts bent and became uplifted. The product was withdrawn from the patient and another device was used to complete the procedure. There was no patient injury.